Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found one of the jaws from the distal end broken off. However, the broken piece was not returned. This type of damage is most likely due to excessive force applied on the device and/or impact caused by user handling.

Event description:
Olympus was informed that during an esophagogastroduodenoscopy (egd) procedure, one of the jaws broke off and fell into the patient's abdomen. The broken jaw was retrieved from the patient. There was no patient injury reported. The procedure was successfully completed using a different but similar device.